Event description:
On (B)(6) 2010, pt reported she noticed insulin leaking from her insulin cartridge into the infusion device. Pt stated she also experienced an elevated blood glucose today. Pt reported her blood glucose climbed from 160 mg/dl to around 500 mg/dl within 2 hrs. Pt's target blood glucose is 70-120 mg/dl. Pt stated she noticed moisture inside of the insulin cartridge compartment. Had pt place the infusion device into run mode and disconnect the infusion tubing from the infusion site. Had pt remove the insulin cartridge from the infusion device; pt noticed insulin leaking from the bottom of the insulin cartridge plunger. Pt reported the tip of the piston rod was also moist. Had pt dry out the inside of the insulin cartridge compartment and the piston rod with a cotton swab. Had pt change to a new insulin cartridge; was successful. Verified the leaky insulin cartridge had not been reused. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for eval.